Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Two open foils, two empty cannulas and several suture pieces were received for analysis. Product code ez10g. Upon visual assessment of the samples the sutures were broken in several pieces, indicating that the process of degradation had begun. In addition, the time of exposure of sutures to the environment could not be determined. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: could you please elaborate on the problem you experienced with the suture? Please provide more details -could not knot and tighten the suture.

Event description:
It was reported that a patient underwent a appendicitis surgery on (B)(6) 2025 and suture was used. During the procedure, the product could not be tightened. Changed another one to complete the surgery. There were no adverse consequences to the patient . No additional information can be provided. No adverse patient consequences were reported. Additional information was requested.